Event description:
The customer reported that the system had a power control board failure and was hard down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power control board. The system operates as intended.